Manufacturer narrative:
(B)(4). Method: the warmer head assembly of the complaint iw934jeu baby control cosycot infant warmer was returned to fisher & paykel healthcare (fph) service centre in (B)(4). It was visually inspected, repaired, and performance tested, as per infant warmer product technical manual, by a qualified fph service engineer. Our analysis is accordingly based on the service report and photographs provided by fph service center. Results: photographs showed the side and the dome of the warmer head were cracked and crazed. Delamination and plastic chipping were also evident on the outer plastic shell and at the bottom edge of the uppercase, respectively. The warmer head label, which is made of polycarbonate film, was torn and sustained multiple cracks. It was also observed that the harness connector housing was discoloured. A lot check revealed no other complaints of this nature for lot number 051028. Conclusion:it is likely that the cracking, crazing, and plastic chipping observed on the warmer head assembly are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning products. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The repaired warmer head assembly was returned to the healthcare facility after it passed the performance and electrical safety tests specified in the infant warmer product technical manual.

Event description:
A healthcare facility in (B)(6) reported that the warmer head of an iw934jeu baby control cosycot infant warmer was cracked and requested the unit to be serviced. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the warmer head of an iw934jeu baby control cosycot infant warmer was cracked and requested the unit to be serviced. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining additional information regarding the reported complaint. We will provide a follow-up report once we have completed our analysis.